Manufacturer narrative:
At this time, the hospital has possession of the device. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 125 ohms. A surgical revision was performed and the lead was not tested via the pacing system analyzer (psa) during the procedure. The device was explanted and replaced. No additional adverse patient effects were reported.